Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the trial patient was voiding too often, and later mentioned it was 20 times in 24 hours. It was noted that patient was told that they were emptying their bladder but did not feel like they were. Patient had burning when voiding. Patient stated they had to go to the emergency room because of urine build up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.